Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing of a diagnostic procedure, the camera head's cable was torn. There were no reports of patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: exposed cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cord is torn due to exposed cable, with a cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing of a diagnostic procedure, the camera head's cable was torn. There were no reports of patient involvement.